Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph03 device arrived with the handles damaged at the distal end. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a hemorrhoidopexy procedure, the device could only be fired with application of excessive force; incomplete staple line. Sutured by hand in order to complete the procedure. Surgery was prolonged by forty minutes. No further information is available. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the additional procedure time only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have cause the additional time? Did the surgeon wait the recommended 15 seconds after closing and before firing the device? Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Was the device completely fired plastic to plastic? Was the breakaway washer completely cut through? "The sales rep confirmed that the request for further details has been forwarded to the surgeon on friday nov. 07. We did not receive any feedback yet."